Event description:
The customer stated that he tested his blood glucose and received a reading of 19 mmol/l. He retested within a few minutes and received readings of 12 and 10 mmol/l. He then took 20 units of insulin and attempted to leave the house. While backing out of his driveway, he blacked out and hit a tree. When he regained consciousness about an hour later, he was drenched in sweat. He ate something sweet to raise his glucose level, but did not require medical attention. The meter and test strips are to be returned for evaluation, and replacement products will be sent.